Event description:
Device #1 malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the physician pulled the needle plunger out, no suture was present. A second proglide device was attempted with the same result. A starclose vascular closure system was used to achieve hemostasis. Inspection of the device by the account manager revealed that the second proglide device posterior foot was detached and was not returned for analysis. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was receved. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. The perclose proglide, part # 12673-03, lot # 57022-6h, is being filed under a separate MFR report number.